Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose was 497 mg/dl, which she treated for with the insulin pump. The reason for the customer's call was a broken belt clip she wished to have replaced.